Manufacturer narrative:
(B)(4). This complaint was for a inadequate iodine for a minicap. The complaint was not confirmed and the cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
On (B)(6)-2011, corporate product surveillance (cps) received a voice message from a caller who stated that minicaps were received with inadequate iodine. The caller stated they had received several boxes of minicaps over the past few months with the issue of inadequate iodine. The caller stated she had to open 2 to 3 different minicap packages before one was found that had the correct amount of iodine. There was patient involvement but there was no report of injury or medical intervention. On (B)(6) 2011, product surveillance contacted the home patient (hp). The hp stated they have 5 minicaps from (B)(4) available. The hp stated that 1 out of 4 minicaps from this lot do not have enough iodine. The hp did not have any other lot number available. The hp stated they have not attempted to use the minicaps. There was no report of injury or medical intervention.